Event description:
It was reported that the patient experienced a shocking or jolting sensation from her device when she went into "certain positions." For instance, when the patient lay down at the beauty shop, she felt a shock through her whole body. The reporter indicated that the patient wanted to be reprogrammed and was scheduled for an appointment with her healthcare provider (hcp) the following day. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3487a, lot# l67502, implanted: (B)(6) 1999. Product type: lead. (B)(4).